Manufacturer narrative:
Device eval: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed the pump had damaged rear housing and a broken internal real time lithium battery with fluid ingression. Functional testing involved inserting batteries into pump and observing the issue. The pump displayed error code 1260 and went into 1210 error code alarm message during the investigation. Based on evidence and investigation, the complaint allegation of error code 1260 was confirmed. The problem source is listed as a broken battery. According to the investigation, this issue was a result of the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump displayed lec 1260. No known adverse effects to patient.